Event description:
It was reported to nova biomedical that a consumer rec'd blood glucose readings of 156 mg/dl on her blood glucose meter and a reading of 80 mg/dl on another brand of meter. No decision to treat was made on the alleged faulty meter. The difference in values was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant finding be a result of that investigation, a follow-up report will be filed.